Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was reproduced during evaluation. System error 105 was confirmed through a review of the event history log and found to be caused by severed motor mount screws, one of which became wedged between a cam and valve and prevented rotation of the motor. The failed motor assembly, cam shaft assembly, valves, fingers, and screws were replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.